Manufacturer narrative:
Per the clinic, the patient was treated with kelfex (date not reported). The issue has been resolved. Implanted device remains.

Event description:
Per the clinic, the patient was administered a local anesthetic (date not reported), during a procedure to revise skin position around abutment site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.